Event description:
It was reported that : there is moisture inside the unopened plastic and the tube is discoloured. Prior to use. No patient involvement.

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for investigation. The manufacturer reported "no actual sample was returned for investigation, photo only available. It was reported that "there is moisture inside the unopened plastic and the tube is discolored". Based on the photo provided in sap system, it can be seen that product inside the packaging is affected with moisture. Based on the photo provided, it is confirmed that the product is affected with moisture inside packaging. Based on the investigation, it was found the photo provided was confirmed with vapor inside packaging. An investigation within the company will issue to address the root cause and correction action." Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that : there is moisture inside the unopened plastic and the tube is discoloured. Prior to use. No patient involvement.

Manufacturer narrative:
(B)(4).